Event description:
Thirty seven discordant test results were obtained on thirty seven patient samples on an atellica im 1600 analyzer. The tests involved were cancer antigen 125 (ca 125), estradiol (ee2), folate, serum (fol), prolactin (prl), troponin (tnih), thyroid stimulating hormone (tsh3ul) and vitamin b12 (vb12). The initial test results were reported to the physician(s). The same samples were repeated on the same or an alternate atellica im 1600 analyzer and the repeat results were reported as the correct test results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that thirty seven discordant test results were obtained on thirty seven patient samples on an atellica im 1600 analyzer. The customer reported that an acid pump dispense error occurred. The customer reported that quality control materials recovered with unacceptable results, triggering a review of test results. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced an acid pump, primed wash station number 2 and ran quality control results with acceptable results. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.